Event description:
(B)(6) 2011: a male pt underwent emergency aa repair. Date unk: post-procedure follow-up confirmed aneurysm enlargement (according to the physician, it was highly possible that the main cause was type ii endoleak). (B)(6) 2013: the pt was transferred to the hospital urgently due to aneurysm rupture. During abdominal open surgery to remove all the implanted stent grafts, type ii endoleak was confirmed; blood was pumping out from a suture hole of one of the iliac leg grafts. Then all the implanted zenith devices were replaced with y-graft. The pt is still alive as of (B)(6) 2013.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.